Event description:
The perfusionist reported a leaking iabc. This occurred (B)(6) 2012. The product was removed with no patient complication and saved for return.

Manufacturer narrative:
Product condition rec'd: the product was returned with the membrane completely unfolded and blood found on the exterior of the catheter and between the catheter and the sheath. The returned sheath was over the catheter and partially covering the rear portion of the balloon. No blood was found inside the catheter. The extension and pressure tubing was also returned. Two kinks were found on the catheter tubing near the y-fitting approximately 75.4cm and 76.2cm from the iab tip. We are unable to determine when the kinks occurred. They may have occurred during iab removal, during iabp therapy, from patient movement, or while packaging/shipping the iab back for evaluation. Product evaluation: an underwater leak test of the balloon, catheter, y-fitting, extracorporeal, extension and pressure tubing was performed an no leaks were detected. Conclusion: the reported complaint cannot be confirmed by the evaluation. A review of the device history does not indicate any lot specific issues. (B)(4).